Event description:
His hvad alarm went off and awoke him from sleep. It was reporting high watts(>10). He called the vad coordinator and was instructed to present to the (B)(6). He was quickly transferred to (B)(6), tte showed no evidence of outflow obstruction or thrombus in lv. Power began to spike >13, ldh was rising >700 and he developed hematuria. Due to clinical signs of hemolysis, patient was emergently brought to the operating room for a pump exchange.